Manufacturer narrative:
On may 30, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
On april 28, 2023, , mentor became aware that the devices were explanted at an unknown date. Although no date of explant has been provided, it is implied that the implants have already been removed. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: right deflation. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
On may 4, 2023, mentor became aware of the following and corresponding fields have been updated on this form: 1. Patient age and ethnicity were provided; fields a2 and a5 have been updated. 2. Date of explant under field d6b has been updated to (B)(6) 2023, and replacement device used on the right side was serial number (B)(6). 3. The rupture was only on the right side. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
On june 26, 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the saline breast implant had a tear (a) measuring approximately 1.7 cm on the patch of the posterior view and also a tear (b) was observed measuring approximately 0.1 cm on the posterior view. Additionally, an area of siltex cracking was observed on the edges of the tear (b). Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear (a). Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the tear (a) indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. The evaluation determined that the cause of the tear (b) is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with unknown size unknown saline implants and experienced bilateral breast implant deflation and left side capsular contracture; baker grade unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number (B)(4).